Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic laparoscopic sleeve gastrectomy, while reloading the stapler and general use of the stapler, the stapler would not rotate. They pressed the button but nothing happened. The green fire button would not engage. They had cycled the reload and the device showed it was ready to fire, but the surgeon would try to fire and nothing would happen. Then it would not articulate, open or close. They opened a powered stapler and finished the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. Staple pushers were visible at the zero cut line. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.